Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted an unknown implantable collamer lens into the patient's eye on an unknown date. Reportedly, "just sizing as usual." To the best of our knowledge the lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.